Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the drill surface. The drill has fractured near where the fluted portion of the drill meets the drill base. The complaint is confirmed. A dimensional analysis was conducted on the returned drill. The drill is within specification. The driver was sent to sem for fracture analysis. The returned device was reviewed and scanned with electron microscopy. The analysis identified surface artifacts of ductile dimples, suggesting an overload failure mode. A definitive root cause cannot be determined. The reported event is confirmed, based on product return.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported that during an osteotomy procedure, the drill tip fractured while drilling to insert a screw. No fragments were retained by the patient, and there was no harm or injury reported. The procedure was completed with another drill.

Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h4, h6, and h10.